Event description:
Boston scientific received information that the patient with this right ventricular lead did not capture unless the patient was lying down. Technical assistance was requested and a technical services (ts) consultant advised the clinician that the lead had likely dislodged as there was likely to enough slack in the lead. The lead was repositioned and remains implanted.